Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) system was exhibiting an increase in right ventricular (rv) lead pace impedance measurements. The patient was to be brought in for troubleshooting. No adverse patient effects have been reported. Subsequent information indicates that impedance measurements have not increased out of range at this time. The lead was functioning fine at the patient's follow-up appointment. There were no other complications reporting. Technical services (ts) discussed continuing to monitor the patient and impedance measurements at this time. Additional information indicates that the pacing impedances have now increased to 1,773 ohms and the pacing thresholds have increased to 1.8 volts at 1 millisecond. The shock impedances are stable along with sensing. There is no noise on the electrogram. The physician has elected to perform defibrillation threshold (dft) testing. At this time, no further complications have been reported. Years later it was reported that the impedance rose out of range at greater than 2,000 ohms and that the rv pacing outputs were high. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned and this ICD was explanted and replaced. There were no visible abnormalities noted on the lead through fluoroscopy.